Event description:
During an in-clinic follow-up, episodes of far field oversensing resulting in delivery of inappropriate shocks were observed on the device. The device was reprogrammed to avoid further cases of inappropriate therapy. The patient was in stable condition.